Event description:
Caller reported that the pump battery would not charge, despite using a tandem charging cable and attempting to charge through a wall outlet and different adapters. There was no adverse impact to the customer¿s blood glucose level. Customer service determined that the pump needed replacement, confirmed customer's warranty status, and instructed on the return process. A replacement pump was arranged to prevent interruption in insulin delivery.